Event description:
It was reported that during a distal circumflex stenting procedure, after implantation of a 3.5x18mm xience xpedition stent, a proximal dissection was noted. A 3.5x15mm xience xpedition was advanced to treat the dissection, but missed the target and resulted in a gap. A 3.5x08mm xience xpedition was implanted to fill the gap and a 3.25x12mm xience xpedition was implanted to treat the dissection. Additionally, during the procedure, the patient experienced a non-serious coronary artery vasospasm. Intra-arterial nitroglycerin was administered, resolving the spasm. One day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). The 3.50x18mm rx xience xpedition mentioned is being filed under a separate manufacturer report number. There were no reported product deficiencies. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.